Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. The fluid lumen was transduced and support continued. The patient will be transferred to another facility. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. The fluid lumen was transduced and support continued. The patient will be transferred to another facility. There was no reported injury to the patient.

Manufacturer narrative:
Serial #: (B)(4). Evaluation method codes: analysis of production records; 3331. Historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).